Manufacturer narrative:
UDI number: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00232.

Event description:
It was reported that two closure tops stripped while being final tightened within surgery. Both closure tops were removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
Additional information: methods, results and conclusions - the identity of the device was confirmed. Visual inspection revealed that a portion of the threads have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that two closure tops stripped while being final tightened within surgery. Both closure tops were removed and replaced with an alternative closure top to complete the procedure. There was a 45-minute delay reported with this event. This is report two of two for this event.